Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01671. It was reported the patient had been receiving ineffective/inadequate therapy. X-rays were taken and revealed no anomalies. An impedance check revealed high impedance on both of the patient's leads. Reprogramming was unable to provide proper therapy. As a result, the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.